Event description:
N/a.

Manufacturer narrative:
Trackwise (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 the device was returned to the factory for evaluation on 06/27/2025. An investigation was conducted on 7/2/2025. Signs of clinical use and evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock off, which allows for the white plunger to be depressed. The seal and tension spring assembly was observed in the loading device . The seal and tension spring assembly were removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.47 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000466177 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3 mm) seal could not be loaded properly, and clinical use was abandoned. After that, the same product was used again and this time it was successfully loaded and used. No harm to the patient's health. There was no delay.